Event description:
Information was received from a patient and a manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the patient can decrease the intensity but cannot increase it. Patient stated they were in for reprogramming yesterday with a rep. Patient stated they are seeing settings not available, cannot provide desired intensity settings when trying to increase the intensity. The issue was not resolved through troubleshooting. Rep reported that patient had a return of pain. High impedance of over 40000 on electrodes 14 and 15. Rep tried to program around affected impedances. Pt has left foot pain and the bottom two electrodes had an open circuits. He said he tried to turn his amplitude up ¿about a week ago and it kept saying settings arent available, it will only let me go down not up, my pain is getting worse.¿ plan is to try all 3 groups I gave him trying to program electrodes closest to 14 and 15. Pt is coming back january 15 to meet with physician, and if he is not doing better he will invite us to his appointment. Patient said ¿if you hear nothing, I¿m okay.¿ rep did ask if pt had any falls, accidents, lifted anything heavy, if anything happened at all that he thinks could cause damage to his scs. He said there was no incident he can point to or even speculate about regarding his scs having any independence issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: on (B)(6) 2014 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: on (B)(6) 2016 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.